Event description:
A 10mm x 5 cm evolution biliary stent, uncovered was placed without difficulty at the intended location on (B)(6) 2014. On (B)(6) 2014 (35 days post-procedure), the pt developed clinical signs and symptoms of biliary obstruction requiring intervention (elevated lfts; per source document, "lfts that are not coming down as quickly as would be expected"). The pt underwent ercp along with placement of a non-study covered metal stent bridging the existing stent. The site indicated that the event was probably related to the study device and unlikely related to the study procedure and noted the following, "tumor ingrowth found in stent probably related to device." The site also noted that pre-existing pancreatic carcinoma also caused or contributed to the event. The site marked no to the following question: did the device malfunction or deteriorate in characteristics or performance. It was confirmed that the pt tolerated the procedure well and left the endoscopy suite in good position.

Manufacturer narrative:
This incident has been deemed MDR reportable based on the intervention (pt underwent ercp along with placement of a non-study covered metal stent bridging the existing stent) carried out as a result of the pt developed clinical signs and symptoms of biliary obstruction within the biliary stricture where a 10 mm x 6 cm evolution biliary stent, uncovered was placed. The site indicated that the event was probably related to the study device and unlikely related to the study procedure and noted the following, "tumor ingrowth found in stent probably related to device." The evo-10-11-6-b device lot #c1010919 related to this complaint was not available to be returned for eval as it remains implanted in the pt, therefore, a document based investigation was carried out. The customer complaint could be confirmed based on customer testimony. As the device has not been returned, the cause of the complaint could not be conclusively determined. A review of the manufacturing records for evo-10-11-6-b device of lot #c1010919 did not reveal any discrepancies that could have contributed to this issue. As per the instructions for use that accompanies this device additional potential complications include obstruction of the pancreatic duct. Instructions for use also advises "periodic eval of the stent is advised." It was noted that the pt tolerated the procedure well and left the endoscopy suite in good position. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. Complaints of this nature will continue to be monitored for potential emerging trends.